Event description:
It was reported during an ablation procedure, the irrigation port of a cool path ablation catheter partially detached from the handle of the catheter and leaked saline. During the procedure an unspecified error alarm occurred in the irrigation pump and the nurse noted saline on the floor of the procedure room. It was noted that the saline was coming from the proximal edge of the catheter handle at the irrigation port. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.